Event description:
It was further reported that the pneumothorax was also thought to be related to the tunneling tool used during placement of the rv lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 419478 lead 5076-45 lead 694765 lead dtpa2d1 implantable device (B)(6). Lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the subcutaneous right ventricular (rv) lead, there were high defibrillation threshold (dft) testing with multiple shocks and some needed external methods to convert the rhythm. The first two dft failed on the first device check and were converted externally. The mobile programmer abort command was pressed after the arrhythmia was terminated but prior to the charge delivery by the device, and it did not respond twice, resulting in the patient receiving an extra shock twice on separate dft attempts even after pressing abort multiple times. The third dft was performed after the lead was repositioned. Following the procedure, it was reported that the patient had a pneumothorax. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6:(ffdc/annex d): code change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.